Event description:
The pt was unable to recharge her implantable neurostimulator and experienced a loss of stimulation sensation. The pt was usually able to get 8 recharge efficiency bars. The physician programmer indicated that the device was discharged. The hcp attempted to recharge her device with a second recharger and was unable to do so. It was determined that the neurostimulator had flipped. The device was surgically repositioned and returned. There was no recharging difficulties after surgery.

Manufacturer narrative:
Device: unable to recharge.